Event description:
Customer experienced one incident involving leaking tubing. The therapy involved was reported to be an unknown chemotherapeutic agent. Time of discovery was unknown. There was no report of pt or staff injury.